Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Definite signs of use in the form of biological material were observed within the chamber and introducer needle as well as on the guide wire body. The guide wire was returned with the handle removed from the chamber and the guide wire unraveled within both the introducer needle and catheter. The needle and catheter were not assembled. Visual analysis revealed that the guide wire was unraveled and separated from the distal end. The distal weld was not returned. The guide wire coil wire was advanced through the needle cannula and catheter. A portion of the guide wire coil wire also created a loop within the distal-most cannula blood hole. The catheterization device chamber and needle were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip". The returned guide wire was removed from the catheterization device and a lab inventory guide wire with handle were advanced through the chamber. No resistance was experienced between the guide wire and the needle cannula. The returned guide wire with handle was advanced through the chamber to evaluate potential resistance between the handle and chamber. No resistance was met between the chamber and handle. Note: inadvertent undue force was applied to the guide wire coil wire during removal, resulting in the wire to further separate. A device history record review was performed, and no relevant findings were identified. The IFU for this product states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function". The guide wire also informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a separated guide wire was confirmed through investigation of the returned sample. The guide wire was unraveled and separated. The distal portion, including the weld, of the coil wire was not returned for analysis. The appearance of the damage was consistent with retracting the guidewire back onto the needle bevel during use. Functional testing with a lab inventory device revealed no issues with the needle, swg handle or chamber components. Based on the customer report and the condition of the received sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to mo nitor and trend on reports of this nature. Corrected data: correction to section d.4 UDI was updated 1 to (B)(4) to include the full UDI.

Event description:
It was reported "when the doctor removed the swg, the swg was found unraveled during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "when the doctor removed the swg, the swg was found unraveled during use on the patient". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".